Event description:
After femoral rasping, the surgeon tried to reposition and felt an abnormal feeling. Checking the CT image has been discovered the transverse fracture about 10mm further than the distal rasping point. The surgeon fixed the fracture and cable. Due to this event, the surgery was prolonged about 2 hours. Total surgery time was about 4 hours. The rasp did not show any deformations or scratches.